Event description:
It was reported by a nurse that a vns pt had passed away two days after his vns implant. The nurse reported that the pt had multiple co-morbid disorders and does not believe the pt's death was due to vns. The pt's parents refused to have an autopsy; hence the devices will not be available for analysis. Additional info from a company received from a company representative indicated she was told the pt had a lot of co-morbid illnesses and the death was not a cause of vns. Good faith attempts to obtain additional info have been unsuccessful to date.